Event description:
Reporter indicated that patient's lead was explanted and new lead was implanted. No reason for lead replacement was given at time of initial report. Further follow up revealed that the lead was replaced due to a fracture in the lead. It is unknown how the lead fracture was identified or whether the lead fracture occurred as a result of the generator replacement surgery in 2001. Lead fracture could result in loss of vns therapy. Two attempts to obtain additional information regarding the event have been unsuccessful to date.